Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. Clinic manager reports no medical intervention was needed. There is a sample available for evaluation.

Manufacturer narrative:
The complaint is confirmed with returned device. The device was returned to the manufacturer for physical evaluation and the failure mode is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.